Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which led the customer to visit the emergency room and subsequently be hospitalized in the intensive care unit on (B)(6) 2025. The customer's blood glucose level reached 500 mg/dl during the incident. Treatment with IV fluids of saline and insulin successfully resolved the problem, with permanent damage that a health care provider identified as bladder neuropathy. The customer was released from the hospital on 11/7/2025 with the issue resolved. At the time of the occlusion the infusion set and cartridge were changed to resolve the issue and reportedly the customer had been using the same cartridge and infusion set for over 3 days with an unspecified insulin product. Tandem customer technical support informed customer that the cartridge is indicated for use with tandem supplies for 3 days. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.